Manufacturer narrative:
OEM manufacture: (B)(4). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported that the sharps coll experienced a missing lid. The following information was provided by the initial reporter: rec'd 1 ea without a cover.

Event description:
It was reported that the sharps coll experienced a missing lid. The following information was provided by the initial reporter: rec'd 1 ea without a cover.

Manufacturer narrative:
Investigation summary: no photo or sample was received with the customer's complaint of missing lids. Without further information, the root cause remains unknown. A device history review could not be completed as no batch number was provided.